Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three weeks post implant the patient was experiencing some nerve and diaphragmatic stimulation. The right ventricular (rv) lead was revised and remains in place. No further patient complications have been reported as a result of this event.